Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite implant (xiitp4311) was returned for investigation. Visual inspection of the returned implant identified minor signs of use surrounding the external threads of the implant. The internal hex and collar of the implant were in good condition with no sign of damage. Visual and dimensional comparison of the implant with the drawing verified that the implant was consistent with design. The implant system was located at dental position #11 and was implanted for approximately 4 months. The patient was also reported to have low density bone. The customer provided an x-ray for the reported complaint. Staff clinician and subject matter expert (sme), determined that the complaint for (infection, bone loss) could not be verified via x-ray. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient develop peri-implantitis. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Event description:
The clinician reported that the implant at tooth site 11 was removed due to peri-implantitis. Additional patient impact including bone loss and pain. The patient was bone grafted and released, an future implant will be placed in 8 moths.